Event description:
A report was received that the patient was experiencing shocking and warming sensation around the ipg whether it is on or off. The patient saw his physician and patient had trigger point injections but it did not help.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing shocking and warming sensation around the ipg whether it is on or off. The patient saw his physician and patient had trigger point injections but it did not help.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician suspected malfunction with the ipg. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing shocking and warming sensation around the ipg whether it is on or off. The patient saw his physician and patient had trigger point injections but it did not help.